Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient receiving gablofen (unknown concentration and dose) via an implantable pump. The indications for use was intractable spasticity. It was reported that the manufacturer representative (rep) stated that the patient has had a volume discrepancy at the two most recent refills of about 4-5ml. The rep stated at their refill today, they got back more than they were expecting and same thing with their refill about a month ago. The rep stated that physician isn't too concerned but the rep wanted to make sure tablet time being off an hour and patient on flex infusion would not cause pump to retain more drug. The manufacturer's technical services specialist (tss) confirmed it would not. Tss confirmed clinic is using mdt refill kits and the rep said they do not do refills under fluoro.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) stated that the patient weight was unknown. There was no additional information regarding to the event.